Event description:
It was reported that a malfunction alarm occurred prior to customer starting pump therapy. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.